Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received was not stuck in the manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Unit was monitored and functioning properly. Unit primed properly during testing. Unit was programmed with multiple bolus deliveries and monitored with a water filled reservoir. All bolus delivered completely with their indicated amounts with water exiting the infusion set and all boluses were properly recorded in the bolus history screen. Insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin leaks while she loads her pump. The insulin leaks out of her needle during the loading process before she checks for drops. She states that when this happens it empties the reservoir. She said that she has already called about his issue in the past. The customer¿s blood glucose is unknown. During the reservoir and tubing process troubleshooting, she said that insulin began the exit the line earlier than it was supposed to twice. The customer also stated that the did not continuously drip after the motor stopped. She said that she did hear the pump motor stop when it made contact with the reservoir to allow the load reservoir process to complete but that sometimes it did not. She stated that the load process did not complete without insulin exiting the tubing. The customer was advised that the force sensor did not detect the reservoir during the seating process and that this will only occur during the reservoir and tubing process. She was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.